Manufacturer narrative:
Concomitant medical products - ringloc bi-polar # item 11-165216 lot 712780. Reported event was confirmed by review of photographs returned from operating room. Review of the photo shows the head was assembled with the stem. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. A summary of the investigation will be sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 51-104110, tprlc 133 t1 pps ho 11x142mm, 6067667. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 11161.

Event description:
It was reported that during a hip revision, the head was found cold-welded to the stem and could not be disassembled. The head and stem were explanted without consequence to the patient. No further information has been provided.